Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The homechoice was in fill 1 however the patient was not connected. Patient should be connected for therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a request for assistance with ending therapy which occurred on home choice (hc) during fill 1. The home patient (hp) stated that he had bypassed the initial drain, and the hc was in fill 1, but he was not connected. The baxter technical service representative (tsr) assisted the hp with ending therapy to restart with all new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the caregiver (cg) on (B)(6) 2011 regarding the report. The cg said that home patient (hp) had pressed buttons and accidently bypassed to fill 1 when trying to connect himself at initial drain. The hp was never connected. The hp did start over with new supplies and continued therapy with no further issues.